Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the user experienced hyperglycemia with a blood glucose of 313 mg/dl while using the ilet and had approximately 6 units of insulin remaining; the agent guided a full supply change including rewind, new cartridge and tubing priming to drops, new 6 mm infusion set insertion, and resumption of delivery. Customer care provided assistance with supply change and user education conducted by phone. Investigation of this case revealed low insulin supply prior to the supply change and no device malfunction identified during the call. No clinical symptoms associated with elevated blood glucose reported. Outcomes included ongoing device-delivered correction without hospitalization. It was concluded that the event was hyperglycemia with cause unclear, with appropriate corrective actions taken and the device allowed to correct the high glucose. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.